Manufacturer narrative:
Concomitant product: c6tr01, ipg, implanted: (B)(6) 2015.

Event description:
It was reported the leads displayed high thresholds. The left ventricular (lv) lead was capped and replaced. The atrial lead was abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.